Manufacturer narrative:
(B)(4).

Event description:
It was reported that app keeps crashing occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be potential patient misuse as the mobile device lost power. No injury or medical intervention was reported.